Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the arteriovenous (av) fistula with moderate calcification, moderate tortuosity and 60% stenosis. The 5x40 mm armada percutaneous transluminal angioplasty (pta) catheter was inflated three times to 21 atmospheres but the contrast leaked from the balloon. A new, same size armada pta catheter was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material rupture was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported material rupture. Possible factors that may contribute to balloon material ruptures include, but are not limited to, inflation technique, interactions with other devices or patient anatomy. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is possible that the balloon interacted with the patient¿s calcified anatomy, such that, the balloon became damaged and subsequently ruptured during inflation.